Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 27 may 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that differed from glucometer measurements. Upon reviewing of the sensor data, it was determined that the differences observed by the user could be explained by the physiological lag between blood glucose and interstitial fluid (isf) glucose. A courtesy sensor replacement was nevertheless offered to support the user experience, and the senor was returned for further investigation. Upon visual inspection, it was observed that a small portion of the hydrogel was missing over the optical area of the sensor, which was most likely introduced during the removal procedure, due to excessive force applied by the removal clamps. In-house testing of the returned sensor showed some signal noise, which is potentially attributable to the missing hydrogel. A review of the raw sensor data showed optical instability and chemical degradation in two sensing areas; however, these areas were appropriately de-weighted by the system and the oxidation indicator values were above the threshold, and therefore not expected to impact overall sensor functionality. No functional malfunction was observed to explain the user's complaint of sensor inaccuracy, aside from the physiological lag, which had been communicated to the user during troubleshooting and is described in the user guide. B4. Date of this report 24 august 2025. D4. Additional device information updated. D9 device available for evaluation? Yes on 23 june 2025. G3.date received by the manufacturer? 24 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.